Manufacturer narrative:
The reported event of device catheter bent. Visual analysis of the returned product revealed there was a section on the proximal end where the outer diameter was smaller. This is where the connector had been tightened down. The connector was not returned. The catheter was broken into two fragments. The distal fragment measured approximately 25.7cm and the proximal end measured approximately 43.2cm long. The catheter was kinked and bent in several locations. A functional evaluation was performed and a .038' guidewire was inserted into both fragments. The guidewire passed freely through each. The material was flexed and did not appear to be brittle; it would not break. The root cause is operational/physiological context.

Event description:
Follow up with the complainant revealed that the catheter broke in half when held in a tight circular fashion by the surgeon. The middle of the 5 french shaft is the part of the catheter that broke. There was no resistance met before the ureteral catheter breakage and no other contributing factors. No pieces fell into the patient. The scope was not damaged due to the event.

Event description:
It was reported to boston scientific corporation that a ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the catheter broke and was partially sticking out of the ureteroscope. The problem occurred outside the patient. The case was completed with another of the same device with no harm to the patient. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event of device catheter break.